Event description:
A procedure was performed on (B)(6), 2012, the md did the usual prepping of the endoplege coronary sinus catheter and noted that everything was normal. He then inserted the catheter through the introducer, positioned it in the coronary sinus. When using fluoroscopy and contrast injection, they noted that the contrast was not staying in the balloon, and that the balloon was broken. They removed the catheter, and used a new one for the procedure. No patient injuries were reported.

Manufacturer narrative:
Device evaluation anticipated upon return of product from the customer.

Manufacturer narrative:
The product code ep with 3 ml syringe was returned. Some dried blood was visible on the returned components. The catheter was visually inspected and a kink was found on the catheter at 35 cm marker band. The balloon was inflated with a 2 cc syringe of water as indicated in the IFU. The balloon was found to be leaking at the distal bond. A review of manufacturing records was obtained. There were no nonconformances associated with the manufacturing of this lot. Evaluation of the returned device showed that the distal bond of the balloon has delaminated and the "balloon had a hole in it" complaint by the customer can be attributed to this. A CAPA has been initiated to address this delamination. This CAPA is currently in the implementation phase. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.